Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed to operate. The field service engineer (fse) tested drawer 2.1 using the hardware test application, and no issues were found. The station was shut down, and all cables connected to the drawer were reseated. The station was restarted, and the drawer was tested again in the hardware test application, functioning correctly. The application was restarted, and the customer was able to access the drawer and inventory the medication. The customer verified functionality after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 2.1 failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.